Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the distal tip of the inner shaft has broken off. The broken tip was received with the complaint. The distal window has evidence of interference. Unable to perform a functional inspection due to the broken tip. The probable root causes could: be excessive force applied by the user, shaver blade comes in contact with a metal object (i.e. Scope), poor or no suction, or debris got caught in the cutting window. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported a piece of the shaver broke off in a patients knee. It was confirmed that the peice was retreived and the surgery was completed sucessfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported a piece of the shaver broke off in a patients knee. It was confirmed that the peice was retreived and the surgery was completed sucessfully.